Manufacturer narrative:
(B)(4). Additional narrative: the actual device is not available for evaluation per the customer; however, a photo of the device has been received by baxter. The visual/photographic evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). This medwatch was originally submitted on 04/16/2011. It is being resubmitted on 04/18/2011 because the original submission failed. Device evaluation: this device was not returned to baxter for evaluation, however, a photograph of the device was returned for evaluation. A visual evaluation was performed and confirmed the reported condition of a reservoir rupture. This device is a single use device and was discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter france that the reservoir of one (1) ce intermate lv250 device had ruptured during patient use towards the end of patient therapy. According to the report, the device was filled with nebcine (tobramycine) and sodium chloride. The total fill volume was 125ml for an 30 minute intended infusion. There is no report of patient injury or medical intervention. This is report 2 of 2 with the same reported problem from this facility.